Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported generalized complaints of cracks and leaking were noted from the female luers of the extension set over the past month. The events occurred in the recovery room. Although requested there is no other event details provided by the customer.